Event description:
Oral care sponge broke off in pt's mouth during routine oral care. The head of the oral care sponge noted to snap off. Device failure created an unsafe condition. Dates of use: (B)(6) 2013 - (B)(6) 2013. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.